Event description:
Additional information was received from a healthcare professional (hcp). The ins positioning was wanted at midline for centering/anchors at t12/l. The pocket was posterior right flank and there were no issues, also noted as no current complaints/issues per the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type product ID m995402a001 serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative regarding an external device. The reason for the call was that caller stated they could not get the controller to work. Caller stated that they charged the controller battery, but when they plugged the recharger into the controller, the green light was on the controller indicating the patients implant was charging, but the controller screen was all black and the screen would not become responsive even when caller pressed two arrow keys at the bottom. Caller said that when they pushed the buttons, the controller vibrated, but nothing was coming up on the screen. Agent had the caller remove the battery pack from the controller and plug the controller into the ac power supply. Caller confirmed that the controller powered on. Caller then reinserted the battery and confirmed seeing the controller light solid green. Caller unplugged the controller from the ac power supply and the controller went blank/unresponsive. The issue was not resolved. Caller stated the patient was in agony without their stimulation, and that the device helps with their pain a lot. Caller also stated the patient had been seen for reprogramming with medtronic reps a few times, and that they were last seen for reprogramming a couple of months ago. A replacement controller and battery pack was sent out. Per additional information on 12sep2024, patient representative called back for assistance pairing replacement controller. Agent walked caller through successful pairing. Caller then connected the recharger and confirmed recharging excellent with controller at 100% and ins at 40%. Caller commented the patient's "thing" was in a real bad position, agent understood to mean implant.